Event description:
On 03/01/2022, it was reported by a sales representative via sems that a ar-4030c-10 screw is cracked. This was discovered during an unknown case, with no patient effect reported. Additional information requested. Additional information provided on 03/01/2022: the screw cracked in a btb acl reconstruction, and the screw was being used in the tibia for bone block interference. The surgeon prepped the bone with a tap first. Then he twisted the screw about two times and the screw cracked horizontally leaving half the screw in the patient, and the other half on the driver. The fragment was retrieved, and the case was completed using a new screw with a different lot number. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.